Event description:
Rotational atherectomy procedure produced a hemorrhagic lesion of the osteal right coronary artery. Upon awakening, pt complained of moderate chest pain. Blood pressure dropped with electrocardiogram abnormalities noted. Cardiovascular surgeon was called and the or was notified. Surgical intervention was delayed due to concurrent open heart cases. Pt was transferred to intensive care unit with poor prognosis. Pt expired march 10.